Event description:
This is a spontaneous case report received from a physician in (B)(6) on 14-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The physician reported that he placed two inserts in the same fallopian tube and that perforation occurred. Control showed that none of the inserts was well placed in this fallopian tube. Inserts were not visible on ultrasound. Plain abdomen x-ray showed the two inserts in pelvis. Laparoscopy would be difficult to perform because the patient had medical history of intestinal band obstruction following treatment for prolapse. The physician was to decide whether he was to remove the inserts or not, depending on inserts localization and on risk-benefit ratio for the patient who presented with no symptom for the moment. Follow-up information received on 18-mar-2016: (B)(4). Follow up information received on 03-jun-2016: despite follow up attempts, no further information has been received. No further information is expected. Quality safety evaluation received on 03-jun-2016: ptc global number (b)(5). In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow up 27-jun-2016 and 28-jun-2016: perforation questionnaire was received back from physician. Medical history includes promontofixation on rectal prolapse (pfannenstiel incision) in 1997. No uterus finding prior to essure insertion. First essure insertion procedure on (B)(6) 2015 (lot number c64469). Iud (mirena) had remained in place during procedure as it had not caused difficulty in visualization of ostia. Essure insertion procedure had been performed under general anesthesia. Essure insertion procedure was easily performed. Ostium visualization was easy. Fluid loss during hysteroscopy was not upper than 1500cc. Procedure did not last for more than 20 min. There was no complaint from the patient immediately after insertion. Incorrect position of essure insertion was diagnosed on (B)(6) 2015 via x-ray (essure confirmation test). Perforation was unilateral on left side. No perforation of an organ or of an intra-abdominal structure. Perforation did not occur prior to insert deployment or with coils after deployment. Complete perforation and migration in left hypochondrium of essure insert on left side was found. Right essure insert was well placed on right side. The patient had no symptom. The first confirmation test did not confirm tubal occlusion. No second test was performed. The patient was advised not to rely on essure based on results of confirmation test. Essure insert was not removed. It was decided not to remove the insert in ectopic position and to place a second insert due to contraindication of the patient to laparoscopy (major risk of adhesion). Second essure insertion procedure on (B)(6) 2015 (lot number d35372). Iud was removed before essure insertion. Essure insertion procedure had been performed under general anesthesia. Essure insertion procedure was easily performed. Ostium visualization was easy. Fluid loss during hysteroscopy was not upper than 1500 cc. Procedure did not last for more than 20 min. Complaint immediately after procedure was pain on day 8 post-procedure, relieved with paracetamol. Ultrasound and x-ray performed on (B)(6) 2015 found that the two essure inserts seemed to be symmetrical compared to medial line. Correct position on right and on left was noticed. No perforation of an organ or of an intra-abdominal structure. Routine examination via x-ray on (B)(6) 2016 (essure confirmation test) showed that the second essure insert seemed to be a little bit up. It seemed that one of the markers of the insert was detached. The first confirmation test did not confirm tubal occlusion. No second test was performed. The patient was advised not to rely on essure based on results of confirmation test. Essure inserts were removed on (B)(6) 2016 via laparoscopy and patient recovered. Removal was necessary from a medical standpoint. Removal was not performed upon request from patient. During removal intervention, the two inserts were found in epiplon. The second insert was adherent to uterine horn. Left fallopian tube was making 180 degrees angle. Partial omentectomy was performed via laparoscopy. Physician also reported amenorrhea while on mirena and bleeding following insertion of the second insert. No further information was expected to be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-jun-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had first essure inserted on (B)(6) 2015 and she experienced perforation on left side with essure in hypochondrium which was diagnosed about 4 months after insertion. It was decided not to remove the insert in ectopic position and to place a second insert due to contraindication of the patient to laparoscopy (major risk of adhesion). Second essure was inserted on (B)(6) 2015 and 9 days later it was diagnosed via x-ray that two inserts were found in epiplon. The second insert was adherent to uterine horn, seemed to be a little bit up (seen as device dislocation into abdominal cavity, no perforation reported for the second insert) and also seemed that one of the markers of the insert was detached (seen as device breakage). She also experienced bleeding following insertion of the second insert (seen as post procedural bleeding). Essure inserts were removed on (B)(6) 2016 via laparoscopy and patient recovered. The reported events were considered serious and are listed according to essure's reference safety information, except for device breakage which is unlisted. Fallopian perforation and device dislocation into abdominal cavity with essure may occur, most often during insertion. In this particular case, two devices were inserted in the same fallopian tube; this inappropriate device therapy may have been a contributory role in the reported perforation. The exact date and mechanism for the occurrence of these events were not known. Based on the nature of the events, causality with the suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed the ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. An updated ptc with lot numbers is expected. Additionally, non-serious events were added. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Follow-up received on 16-aug-2016. (B)(4). Lot number c64469 production date: 09-jun-2014 expiration date: 30-jun-2017. Lot number d35372 production date: 01-dec-2014 expiration date: 28-dec-2017. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No samples available for this investigation. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or devices malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure devices could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch c64469. No further ae case reports have been received to date in relation to the reported batch d35372. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 452 cases. Device dislocation. The analysis in the global safety database revealed 688 cases. Device breakage. The analysis in the global safety database revealed 1373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had first essure inserted and she experienced perforation on left side with essure in hypochondrium which was diagnosed about 4 months after insertion. It was decided not to remove the insert in ectopic position and to place a second insert due to contraindication of the patient to laparoscopy (major risk of adhesion). Second essure was inserted and 9 days later it was diagnosed via x-ray that two inserts were found in epiploon. The second insert was adherent to uterine horn, seemed to be a little bit up (seen as device dislocation into abdominal cavity, no perforation reported for the second insert) and also seemed that one of the markers of the insert was detached (seen as device breakage). She also experienced bleeding following insertion of the second insert (seen as post procedural bleeding). Essure inserts were removed via laparoscopy and patient recovered. The reported events were considered serious and are listed according to essure's reference safety information, except for device breakage which was regarded as anticipated upon receipt of the product technical analysis. Fallopian perforation and device dislocation into abdominal cavity with essure may occur, most often during insertion. In this particular case, two devices were inserted in the same fallopian tube; this inappropriate device therapy may have had a contributory role in the reported perforation. The exact date and mechanism for the occurrence of these events were not known. Based on the nature of the events, causality with the suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed according to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Non-serious events were also reported. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs